Manufacturer narrative:
Medwatch number mw5070788.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2016 due to noise, lead fracture and high defibrillation threshold. The patient was stable.